Event description:
Rn setting up to place cortrak on patient. When cortrak stylet was connected to machine, the machine did not recognize the stylet. Undid and reconnected stylet without effect. Tried with new cortrak and that stylet was recognized by the machine. [Date redacted] emailed mfg rep [manufacturer representative] [date redacted] sent product via on fedex trk# [redacted]. Manufacturer response for feeding tube, cortrak feeding tube, tube nj insertion 10fr x 55 (per site reporter).